Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
When reporting the initial issue, the patient mentioned recently had back surgery for fusion and stated that implanted device was related to the surgery. Pt said their recent surgery was their fourth back surgery. Pt said during their 3rd surgery the leads was replaced. Pt stated the rep turned off one of the zones about a year and a half ago, and they wished to know if that was an issue or if it needed to be turned back on. The patient was redirected to their healthcare provider to further address the issue. The patient reported they had changed neurosurgeons and had forgotten the name of the new doctor.